Manufacturer narrative:
H.6. Investigation summary: one safetyglide needle assembly in an opened blister pack from batch 8110715 (p/n 305916) was received and evaluated. It was observed there was a strand of black foreign matter wrapped around the hub and extending into the shield. It appeared to be hair and was larger than level 3 in size, which was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the material handling process. No corrective actions are necessary based on the defective rate identified. Batch 8110715 is considered in compliance with our product specification requirements. H3 other text : see section h.10

Event description:
It has been reported that one needle sftygld 25x1 rb has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that a piece of hair was found in the product. Per email: called to report a piece of hair was found in item # 8110715.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one needle sftygld 25x1 rb has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that a piece of hair was found in the product. Per email: called to report a piece of hair was found in item # 8110715.